Event description:
It was reported that the buttons were not responding on the customer's insulin pump, after the customer was at the gym working out. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.